Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient had dka symptoms such as vomiting, dizziness, and presyncope. The cgm was reading 40 mg/dl and the blood glucose reading by the patient was 500 mg/dl. The patient self-treated by injecting 5 units of fast acting insulin and recovered after treatment. At the time of the report the same day, the patient said that she felt fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.